Manufacturer narrative:
The device was tested for resistance and jaw gap and both measurements were within specification. All test shows the device functions satisfactorily.

Manufacturer narrative:
Date of initial report: 08/02/05.

Event description:
Procedure: lobectomy. Pt sex: unk. Reportedly, the dr stated the "seals failed" and tissue was sticking. The dr had to be very careful when removing the instrument with each seal. After each seal the dr saw bloodly oozing. The surgeon had to use a clip applier to seal the tissue.